Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury and unchanged mitral valve insufficiency/ regurgitation appears to be related to patient and procedural conditions. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. After deployment of the first clip, a jet was discovered that did not come out of the mitral valve. After thorough inspection of echo images, the conclusion was that there must have been an older abscess cavity lateral of the valve plane. This abscess cavity must have perforated after deployment of the clip. The medial jet of the mitral regurgitation became larger, so it was decided to implant a second clip. After deployment of the second clip, the mitral regurgitation was unchanged. The perforated abscess cavity probably pulls on the mitral valve ring and does not make a reduction possible. The procedure was aborted with mr remained at grade 4. There was no clinically significant delay in the procedure. No additional information was provided.